Manufacturer narrative:
The genomic dna sample was sent to grifols laboratory solutions for dna sequencing (ngs). The ngs sequencing interrogated kel promoter and exons 1-19, identifying the variant kel* c.2107 g>c in heterozygosis. The inferred genotype of sequencing is kel*01m.06(1680a), kel*k (kel*02) as described by isbt, and its predicted kmod phenotype would be associated with no expression of kell antigens.ID core xt reported a predicted k+ phenotype, but kel* c.2107 g>c variant, not interrogated by ID core xt, is associated with k- phenotype. The false positive result obtained by ID core xt is considered a discrepant result and then a malfunction. This case report is associated with limitations of ID core xt assay, as described in the ID core xt package insert (sec 1 and 10 assay limitations).

Event description:
It was reported that the sample w051523064512, from memorial blood center, was tested with serology providing a negative result (k-), which contrasted with the molecular typing performed on 30nov23 using the ID core xt assay which provided positive results (k+) with ID core xt analysis software v3.0.4.1.